Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during pulse field ablation (pfa) procedure, a farawave catheter was selected for use. During right inferior pulmonary vein (ripv) therapy, the boston scientific guidewire became stuck while adjusting its position during removal. The guidewire became stuck while being advanced and withdrawn near the pulmonary vein. Attempts to advance the wire failed to resolve this stuck guidewire, and the catheter was subsequently withdrawn as is. The treatment was then continued after replacing the catheter. The same guidewire was used. No patient complications were reported. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary with all the available information, boston scientific concludes the reported observation of guidewire stuck was confirmed through investigational analysis. Visual inspection found a kink noted on the cage spline. An attempt to insert the guidewire was made and it was unsuccessful. Deployment of the catheter was not possible due to the returned condition of the device. Guidewire was not able to insert in the catheter and deployment was not possible. Device history record (DHR) review the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review there is not enough evidence from the complaint that the device was potentially used in accordance with the IFU; however, the failure mode observed during product analysis is consistent with conditions that may occur during intended use. This conclusion is supported by internal testing and complaint history. Risk review a risk review performed for the farawave device confirmed that the event of guidewire stuck is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event and supporting evidence that came to this conclusion. Based on all the available information, the observed stuck guidewire was likely due to unintended use error, the cause of the guidewire becoming stuck was found to be guidewire lumen was kinked at the location of the spline cage. This was likely a result of the user deploying and un-deploying the spline cage and applying excessive force crossing transseptal without a guidewire fully inserted.

Event description:
It was reported that during pulse field ablation (pfa) procedure, a farawave catheter was selected for use. During right inferior pulmonary vein (ripv) therapy, the boston scientific guidewire became stuck while adjusting its position during removal. The guidewire became stuck while being advanced and withdrawn near the pulmonary vein. Attempts to advance the wire failed to resolve this stuck guidewire, and the catheter was subsequently withdrawn as is. The treatment was then continued after replacing the catheter. The same guidewire was used. No patient complications were reported. The catheter was received for analysis.